Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm. Customer's blood glucose level was 82 mg/dl. Customer was also assisted with programming the pump. Customer's blood glucose level was 210 mg/dl at the time of programming assistance. Customer stated that the pump alarmed during normal use. It was explained that the alarm may indicate a loose battery cap. Customer will be sent a replacement battery cap. Customer also mentioned that she smelled something funny. Customer stated that it smells like the pump is heating up and it smells of insulin. Insulin pump will be replaced. No further assistance needed.